Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(6) - the dentist reported that he had to remove the dental implant during its installation surgery because of the low primary stability achieved (15ncm). The patient presented bone type IV and immediate implant procedure was performed.